Event description:
On (B)(6) 2011, a 6f angio-seal vip device was used following a procedure where a stent was placed to treat an area of stenosis in the left anterior descending artery. A pre-deployment angiogram was performed before the angio-seal device was deployed. Two weeks later, the patient experienced leg pain. Allegedly, the device was obstructing flow in the common femoral artery (cfa). The cfa was stented and the patient was discharged.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.